Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer alleged that their neighbor's ham radio was causing potential interference with their insulin pump. Customer stated that the ham radio might have interfered with the doses of insulin being pushed put from their insulin pump. Customer noticed that their insulin pump giving them wrong amount of medicine. Customer switched to different insulin pumps, reservoirs and infusion set to troubleshoot. Customer's engineer determined that the radio operator could have produced radio frequency levels that exceeded those customer's insulin pump was intended to operate in. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.